Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown hip femoral stem component; unknown hip femoral head component; unknown hip acetabular cup component. Initial reporter occupation: non-healthcare professional.

Event description:
The patient was subjected to a right hip surgery at (B)(6) hospital on date (B)(6) 2009. From the year 2013 the patient accused difficulty in ambulating and pain. On (B)(6) 2015 it was diagnosed a wear of the pe of the cup. On (B)(6) 2015 it was performed a revision surgery due to wearing of the pe and serious osteolysis.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.